Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 5 instances of line through display failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 46 allegations of a malfunction, 34 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to a line in the display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 46 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-84 years of age and between 52 and 305 pounds. Of the reported patients, 19 were male, 27 were female, and 0 were unknown.